Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-02032.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil into the target vessel using a lantern delivery microcatheter (lantern) and attempted to detach it using handle; however, the ruby coil failed to detach. Therefore, the ruby coil was removed, and the procedure was completed using additional ruby coils and the same handle. There was no adverse effect to the patient.